Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model #: sc-4316, lot #: 18091953, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection at the midline wound site where the lead was placed. The patient's incisions did not heal properly. Other symptoms were redness and soreness at incision sites. It was believed that the infection was not device or procedure related. The patient was administered with intravenous antibiotics and underwent an explant procedure.